Event description:
In 2007, abbott point of care was contacted by a customer who reported smoke coming from an I-stat 1 analyzer in the area of the battery compartment. There was no report of any injury associated with the complaint.

Manufacturer narrative:
Evaluation summary: the investigation determined a component of the main board (c26) failed and shorted the nine volt supply which caused the smoke.